Event description:
Healthcare professional for home pt reports pt presented to center on date of event with abdominal pain and cloudy effluent. Pt was diagnosed with peritonitis and hospitalized for 3 days. Pt was initially treated with vancomycin, gentamicin and fortaz ip. A culture of the pt's effluent was taken the following day and revealed serratia marcescens. The pt was then switched to gentamicin ip exclusively and is responding well to treatment. In an effort to determine the source of infection, the rn noted the pt occasionally does not use a mask when preparing for treatment on the homechoice machine. The rn states she does not feel the peritonitis is directly related to baxter product, however, she is unable to determine the exact source.